Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abodmen on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading 61mg/dl. The patient self-treated the cgm reading of 61 mg/dl with milk. At an unspecified time later, the patient tested his bg meter reading, which was 481 mg/dl. The patient was not experiencing any symptoms. The patient did not trust the cgm device any longer, therefore, drove himself to the emergency room (ER). At the ER, the patient¿s bg meter reading was 650 mg/dl while the cgm was reading 110 mg/dl. The patient was treated with insulin and IV saline. The patient was discharged home after approximately 8 hours. The patient was doing fine at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time the bg was checked at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. At some point on (B)(6) 2023, the patient¿s cgm was reading 481 mg/dl and the bg meter was reading 61 mg/dl. No patient symptoms were reported. The patient did not trust the cgm device any longer, therefore, drove himself to the emergency room (ER). At the ER, the patient¿s bg meter reading was 650 mg/dl. No cgm comparison value was provided at this time. The patient was treated with insulin and IV saline. The patient was discharged home after approximately 8 hours. The patient was doing fine at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time the bg was checked at the hospital. No additional patient or event information is available.